Event description:
A malfunction alarm, identified by malf 12, was reported with this pump, and the customer experienced the same issue at least three times. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support agreed to replace the pump, advised the customer on backup insulin delivery through mdi, and provided instructions for returning the malfunctioning pump using ups with a pre-paid label. The customer was informed about the steps for the replacement pump, including software updates, and acknowledged these instructions.